Manufacturer narrative:
A report was received by supplier materialise regarding this complaint event. A summary of the report is as follows: images were made according to the scan protocol and approved/prepared according to the work instructions. There were no issues at the images quality stage. As no patient specific fibula graft was received, the generic fibula data was used for the case. The segmentation and segmentation quality check were performed correctly and according to the work instructions. No issues were detected at both stages. The production of the guide was performed correctly. No inaccuracies were found with the manufacturing of the guide. The surgical plan was prepared correctly and checked according to the work instructions. Guide base was designed with a slight rotation relative to the flat lateral surface, it could have resulted in change in the angles between segments. So if the surgeon put the guide flat on the lateral surface, it could have resulted in a change in the angles between segments. This cannot be confirmed however without postop data to compare planned vs. Postop fibula segments. While reviewing the guide design step, it was noticed that the design of the fibula guide was not completed according to the procedures. Gaps and overlaps existed in proplan software. The retraining of the responsible conversion and quality was performed on (B)(6) 2017. The identified issue is neither systemic nor systematic. No corrective/preventive action required and therefore verification of effectiveness of the defined action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: previous follow-up medwatch report (mw-470661) 3003506883-2017-10112 was initially submitted on october 31, 2017 but the FDA site was down. Advised by FDA on november 6, 2017 to resubmit medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was not explanted. Device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent surgery for a mandibular reconstruction. During the procedure, the cutting guides and patient specific plate did not perform as expected. The guides did not produce the right cuts and the patient specific plate did not match the anatomy correctly. The cutting guide for the fibula strut did not produce the correct angles between the segments to match up with the preformed plate. Also, the gaps seemed to be excessive than what had been seen in the past when using these guides. Sales consultant estimated the gaps or ¿fish mouth¿ to be 8-10 mm. The surgeon needed to refashion the fibula struts to make them fit snugly with the plate. Once the bone graft was fitted to the surgeon¿s satisfaction the plate and grafts were moved to the mouth and the surgeon found that the condyle was too wide for the patient¿s anatomy. The surgeon bent the plate to achieve the desired alignment. The plate did fit the planned outcome model supplied with the surgical kit. Additional medical intervention occurred as additional bone cuts were required. The procedure was completed successfully. Patient is listed as stable condition. The total event added approximately 45 minutes to the surgery. Both of the cutting guides were manufactured by our planning partner (materialise). Notification has been forwarded to materialise company concerning this event. The one (1) ti patient specific mandible plate angle 2.0mm thick guide was manufactured depuy synthes. Reported concomitant device: patient specific mandible guide (item # sd900.101, lot # unknown, quantity 2). This report is for one (1) ti patient specific plate mandible/angle/2.0mm thick. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Lot number provided. Device history records review was conducted. The report indicates that the: sd480.110/lot # h365451. Product manufacturing date: may 09, 2017. Place of manufacture: (B)(4). Product expiry date: n/a (non-sterile). A review of the device history record (DHR) was performed for lot h365451 for a titanium patient specific plate / mandible / angle / 2.0mm thick plate. It was confirmed that this lot was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. A review of both the intermediate process and inspection routing as well as the raw material inspection and routing also did not reveal any instances of rework or of non-conformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.